Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, the patient had a revision surgery to replace a bipolar cup due to a pe wear.

Event description:
It was reported that, the patient had a revision surgery to replace a bipolar cup due to a pe wear.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The returned bipolar head was heavily damaged. The uhmwpe portion was heavily worn and delaminating. Functionally, the damage to the retaining ring is so severe the bipolar head can no longer mechanically retain the associated inner metal head. The damage is consistent with the device's extended time in-vivo. Material analysis found no evidence of material or manufacturing defects. Clinician review of the provided medical records concluded "after thirteen-and-a-half years in situ, the amount of poly wear in this device was somewhat expected." The investigation concluded that the worn uhmwpe was caused by normal wear. The damage to the device is consistent with an extended in-vivo service life. No evidence of material or manufacturing defects were found during the investigation. The reported event regarding wearing of a uh1 bipolar head was confirmed.